Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 500mcg/ml at a dose of 50mcg/day. The patient experienced a cerebrospinal fluid leak into the pump pocket and reduction in efficacy of baclofen. Dose increases did not change the efficacy. An indium study showed no drug getting past the pump/connector connection. It was noted that the patient frequently falls. On (B)(6) 2016, at the time of the revision it was noted that there was very little slack in the catheter. It was cut very short and sutured loops were not tacked down. Only one suture was found in the subcutaneous tissue and it was broken. The surgeon suspected that the pump had rotated at some point which allowed the catheter to fold over on itself at 180 degree angle. The fracture was visualized leaking fluid after the pocket was opened right at the right turn. A small fracture was found in the silicone just distal to the strain relief sleeve of the sutured connector. The surgeon removed 2cc of the catheter as well as the connector and it was discarded. At the time of this report, the issue was resolved. The patient's status was alive - no injury. Additional information was received from a healthcare provider. Medical history includes multiple sclerosis and spasticity. The patient first started experiencing symptoms associated with the catheter fracture in (B)(6). Troubleshooting included x-ray, side port, and beta 2 transferrin. There was no pump rotation. The cause of the falls was not determined. The cause of the catheter fracture was noted as "yes" and was seen in the operating room by the surgeon. The baclofen pump and connector had been explanted and returned to the manufacturer.

Manufacturer narrative:
Analysis determined there were no anomalies/issues with the pump. Analysis determined the catheter body had a hole caused by deep abrasion. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.